Manufacturer narrative:
A photo of the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set came apart at the twist clamp during patient use. The tubing broke apart from the locking sleeve of the twist clamp. The transfer set was replaced and the patient received prophylactic treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A photo of the device was received and an evaluation is complete. A visual inspection was performed with the naked eye. During visual inspection of the photo it was noted that the tubing was separated from the dark blue connector. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.